Event description:
It was reported that the trial broke when the surgeon was removing the trial. It broke against the posterior retractor. No patient impact was reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.